Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported that the patient experienced urinary issues and lower extremity weakness as a result of a lesion on the spine and spinal stenosis. The physician does not know the cause of the spinal stenosis. The patient was hospitalized and is rehabilitating.